Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s mg/dl) and insulin injections were administered to address the high bg. The cause of the high bg was not known. A pump system check was performed using the current pump supplies and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.